Event description:
The hcp reported that the pt was having increased spasticity. A catheter dye study was done (date unknown) resulting in the diagnosis of 'catheter failure'. The catheter was replaced and the pt was reported to be doing well and that his spasticity is under control. The pump and catheter were used to deliver compounded baclofen 2000 mcg/ml at 300 mcg/day; the pump was also replaced at the time of catheter replacement based on age of device and hcp judgment.

Manufacturer narrative:
.